Event description:
It was reported the flex deflectable videoscope showed an image disconnection error (no image was captured). There were no reports of patient harm.

Manufacturer narrative:
E1: establishment name: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the image sensor unit and the circuit board in the endoscope connector may have been broken, leading to the subject event. One of the probable causes of breakage is external stress to the insertion section and the connector section, leading to damage to the electric parts since scratches on the bending section cover and chipping on the bending section cover glue were observed. However, it was unable to be specified. The event can be detected by following the instructions for use (IFU): instructions for ltf-s300-10-3d operation manual chapter 3, ¿preparation and inspection¿ section 3.7, ¿inspection of the endoscopic system¿, ¿inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.